Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2011 the meter was tested and no faults were found. On (B)(4) 2011 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to a laboratory device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 12:06pm. The patient's testing frequency and usual blood glucose range are not known. Approximately eight to nine minutes prior to the alleged issue, the patient reportedly was experiencing a symptom of sweating, felt irritable, and was pale. The patient reportedly obtained a blood glucose result of "107mg/dl" with the subject meter and "52mg/dl" with a laboratory device (in the doctor's office), performed less than 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Prior to the onset of his symptoms, it is not known what the patient's blood glucose result was and what action the patient took in response to the reading. It is not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began; it is not known if the patient was suffering from any other health condition(s) at the time of the alleged issue; it is not specified if the patient was in a fasting state prior to his doctor's office visit, and it is not known if doctor's office visit was a scheduled office visit. The patient reportedly did not receive any medical intervention/treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.